Manufacturer narrative:
Manufacturing site evaluation: up to now there is no product available for analysis. Investigation no product at hand. Batch history review: because the lot is unknown, a batch history review is not possible. Conclusion and root cause: without the product available for analysis, a root cause definition is not possible. Rationale: without the product available for analysis, a root cause definition is not possible. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product caspar cervical distractor. On or about (B)(6) 2019 it was reported to an aesculap employee that the retractor arm broke off during surgery. This was a spinal surgery. This incident did cause or contribute to a 5-10 minute delay in surgery. Per the submission this did not require any additional intervention there was no patient harm. This malfunction prolonged the surgery for 5-10 minutes. Additional information was not provided. (B)(4).